Event description:
The nurse of a male pt contacted lifecor customer support to report that the device is alarming and the display reads "add gel or replace belt". Support sent a pt services representative (psr) to the pt to replace the electrode belt, as there was no evidence of gel release.

Manufacturer narrative:
Device eval summary: device eval of electrode belt has been completed. The electrode belt was found to have an open connection in the distribution node. There was a wire that came off a solder pad. The wire to the t3 lead was broken off. This made the system think the gel had fired when actually it had not. The distribution node was repaired and the electrode belt was tested. Baseline eval was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this open connection is likely due to excessive force on the electrode belt cable. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.